Manufacturer narrative:
Updated to incorporate the new information received on 2016-dec-02. Updated to incorporate current UDI. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2016-dec-02. It was reported again that the patient's doctor was messing with their pump and has been since it was implanted. The patient also reported again that their personal therapy manager (ptm) was stolen while at morris hospital. According to the patient, the doctor keeps turning the pump medication down, but this method has not worked since a number of weeks after the pump installation. It was reported that the patient's issues had not resolved and that the patient's doctor has "put a bunch of needles in [their] back".

Event description:
Information received from a consumer reported the patient had a sudden change in therapy. The patient placed the personal therapy manager (ptm) in the same place all the time and one day she felt the machine kicked in out of nowhere and she passed out. The patient's husband called the ambulance and the patient was brought to the emergency room. The police came also and took the ptm. The patient woke up on the surgical side of the hospital while nurses were trying to insert a catheter in her and asked her what she took. The patient told them she did not take anything and must have passed out again. Per the patient, anytime she went to the doctor and he said he was doing anything to the pump, it felt like he was giving her a bolus because she felt it for like 30 minutes and it stops. Per the patient, the physician was giving the patient heavy duty narcotics claiming that the pump was not working and wanted to wean her off of it. The physician was increasing the oral medication.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) for non-malignant pain. The patient said that beginning (B)(6) 2015, she could feel the pump working at the appointments at the health care professional (hcp) office and when she leaves the managing doctor¿s (md) appointment the pump stops working. The patient said she felt tearing near the pump implant site and ripping and she was screaming in pain. The patient also said the pump sticks out and you can see the actual redness. The patient was feeling a zapping sensation. It was noted that the only time the patient feels the pump working is when she goes to the hcp's office. A therapeutic bolus was delivered in the office and she could feel it working until a half hour after she left the office. The patient said she can feel that the pump is shut off. The patient stated she knew the doctor was messing and controlling her device. The patient said she is taking oral medication due to the pump not working. The patient also reported that beginning (B)(6) 2015, the pump was giving her too much medication and she was sleepy and dopey. The patient said she was not taking anything extra orally. This did not happen right after a refill. The patient fell over on the couch and was brought to the hospital by ambulance. She fell asleep and woke up 3hrs later on the surgical side of the hospital. Her personal therapy manager was lost and missing in the hospital. On 2/6/2016, the patient later reported that the manufacturers drug therapy was not working and it was believed that the hcp was turning her machine off and then on again (also reported as ¿ I believe dr. Turned my machine off¿.) The patient could feel it work when she went to his office for a procedure and when patient left, 30min later she was in excruciating pain again. The health care professional had given the patient oral medication for pain and patient was wondering why she got the oral medication if the hcp was not turning the pump off. Information was later received from a consumer on 02/08/2016 regarding the patient; it was reported that the patient believed that the pump tore something and was moving about in her body and that it was not working, except for a few minutes after being refilled. The patient stated that she had been hospitalized due to over-infusion on several occasions and the managing doctor said nothing was wrong. Additional information has been requested regarding circumstances that led to pump giving too much medication and pump sticking out, steps taken to resolve the issue and final outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's ongoing psychiatric disorder explained the complaint. The hcp would taper the intrathecal medication and planned to explant the pump.

Event description:
Additional information was received from a consumer. It was reported that the patient ended up slurring her words and then passed out on the couch. The patient's husband was afraid she was getting an overdose, called an ambulance, and they took her to the hospital. The patient gave them her card, her personal therapy manager (ptm), and her medications from home and the hospital kept everything except the manufacturer ID card. It was also stated that the chart notes the patient had copies of said she was schizophrenic, however she denied it. It was further noted that some of the charts noted she knew where she was and some chart notes stated she did not know. It was further reported that the patient had a lump that they could feel and was very painful. Additionally, it was stated that the patient's back was killing her in one spot. The patient had asked the doctors and her healthcare provider (hcp), but no one could find anything wrong.